Event description:
Ous MDR. It was reported that oversensing was noted on the right ventricular channel leading to conductor charge. The lead was capped and replaced. No adverse patient side effects were reported.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is therefore only based on the returned data. The returned data have been analyzed. The analysis of the available iegms confirmed the noise in the ventricular as well as the far-field channel, leading to multiple charging cycles. Based on the information available for analysis the root cause of the clinical observation could not be determined. Therefore no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.